Event description:
It was reported, that the telescope white balance could not be done and the image was green. There were no reports delay or patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found a defective light guide tube which resulted in the green image. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a defective lg (light guide) tube. There are no containment/countermeasure actions necessary, because the associated risk is acceptable. Olympus will continue to monitor field performance for this device.